Event description:
It was reported that a patient was scanned and afterwards a burn was noted on their forearm. The burn was a blister about 1 inch by 3 inches in size. The patient was padded only with a sheet during the scan and the patient could not feel their arms as they went numb during the scan due to being squeezed into the bore of the magnet. The operator's manual states that foam pads are to be used to prevent bore contact during scans.